Event description:
Clinician reported patient experienced a burn to the leg after muscle stimulator therapy. Therapy was being administered in ifc mode. The intensity increased to 30. Patient was in recovery from surgery and had iodine on the treatment area of the leg. Patient outcome or need for additional treatment is unknown.

Manufacturer narrative:
Unit tested on technician running 1 session of ifc for 25 minutes with new leads and electrodes on leg at setting of 30. Stim intensity did seem like it increased on one pad (no change in the display). Lead wires and electrodes used with patient were not returned with unit. Unit tested next day on legs again on ifc for 20 minutes on all 4 channels at a setting of 20. There were no burns and no feeling of increased intensity. Unit tested on hv on channel 3. When intensity was increased to 500v, a stim board error occurred. At settings of 350v, 400v and 450v, the unit functioned properly. Examination of the overlay was done. If you push between the up/down intensity buttons, the buttons are activated. The same occurs when you push between the time and menu up/down buttons. All other buttons functions appeared to be operating correctly. Unit was left on overnight at the main menu and the next morning, the screen was displaying the protocol screen. Results: unit overlay appears to be intermittent. Unit returned to service for overlay to be replaced and calibrations to be done.